Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a red alert due to shock lead impedance high out of range. Technical services (ts) was consulted and explained a spike in impedance was presence, but no therapy is impacted by intermittent spikes. The device remains in service, no adverse patient effects were reported.